Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. A new ra lead was successfully placed, and no adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2013 the customer reported that this right atrial (ra) lead exhibited non-capture. This was discovered when they presented to the cath lab. The patient underwent a revision procedure and this lead was surgically capped and abandoned. A new ra lead was unsuccessfully placed. No adverse patient effects were reported. The lead was actively implanted for approximately 8 years, 7 months.